Event description:
The facility reported a pump with an unk problem with the user interface module printed circuit board. It is unk when this problem occurred .it is also unk whether there was any pt injury or med intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the unk problem with the user interface module printed circuit board was confirmed during product evaluation. Inspection of the device found failure code 500 in the pump's event history file. This failure code was caused by the faulty user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.